Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage was noted. It was reported that "the struts were lifted on a 2.5 x 20 mm taxus liberte drug eluting stent, so they used another successfully with no harm to the pt". Add'l queries for more info were unsuccessful.